Event description:
The customer called and reported insulin was squirting out from the insulin pump in a steady stream during priming. It was further stated the device became stuck in the rewind mode and customer received a compromised force sensor system alarm. Customer was advised to discontinue use and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.